Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The ICD was explanted and replaced. Patient condition was stable post procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device at elective replacement indicator (eri) was returned for analysis. Longevity calculation was performed and found the battery depletion was premature. Electrical testing and battery analysis were normal. The cause of premature battery depletion could not be determined.